Event description:
It was reported that a patient was hospitalized due to fluid overload manifested by shortness of breath and an elevated blood sugar level coincident with peritoneal dialysis therapy. The cause of the fluid overload was unknown. The patient was transferred to hemodialysis. The patient was discharged from the hospital after twenty-four days. The outcome was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): it was reported that the patient was hospitalized for swelling and elevated blood sugar (previously reported as shortness of breath and elevated blood sugar). At the time of this report, the patient remained on hemodialysis. No additional information is available as the nurse refused any further follow up. Should additional relevant information become available, a supplemental report will be submitted.